Event description:
On (B)(6) 2018, a 31mm master heart valve was implanted in the mitral position of a patient with a history of embolic events. After the valve was implanted, several embolic events occurred with the inr within its limits and well controlled. The physician elected to replace the valve with a non-abbott tissue valve and the patient is reported to be recovering.

Manufacturer narrative:
An event of several embolic events was reported. Morphological and histopathological examination revealed the mechanical leaflets opened and closed completely and easily. No thrombi or vegetation were present. There was fibrous pannus ingrowth on the inflow and outflow surfaces which minimally narrowed the valve diameter. No inflammation or significant calcifications were found in the tissue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the embolic events remains unknown; however, information from the field indicated these events were well controlled.

Event description:
On (B)(6) 2018, a 31mm master heart valve was implanted in the mitral position of a patient with a history of embolic events. After the valve was implanted, several embolic events occurred with the inr within its limits and well controlled. The physician elected to replace the valve with a non-abbott tissue valve and the patient was discharged.